Event description:
During placement of one-step feeding button disposable pediatric snare was passed through scope. When snare and scope were removed the same wire loop remained in pt. The loop had broken free from the wire snare. The snare loop and wire were retrieved with biopsy forcep. No obvious injury noted.